Event description:
On (B)(6) 2010, pt reported the button closest to the cartridge compartment, the down arrow button, stopped working on (B)(6) 2010 while he was attempting to deliver a bolus. Pt switched to his backup infusion device. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.